Manufacturer narrative:
A review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. A quality plan was opened by integra-tullamore to investigate 00mlx power supply and lamp failures and confirmed that the specified kilovolt trigger from power supply unit (psu) was less than minimum required by the lamp. The psu was replaced with alternative psu which was compatible with lamp. Corrective actions have been implemented. No post corrective action failures have been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) keeps blowing fuses. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.